Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/20/2017. Device returned to manufacturer? Yes. The sample was evaluated. The plunger was advanced and locked as required. Inspection at 10x under microscope was performed. The device was observed handled. The lens was observed stuck in the cartridge, and the cartridge tip was not observed torn. No viscoelastic was observed inside the cartridge. Since there was no viscoelastic in the cartridge, there could be resistance/friction, which may lead to the lens being stuck in the cartridge. The complaint reported as tip deformed was not confirmed. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The device was not used. The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The device was not used. The intraocular lens was not implanted. Phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when loading the injector, the front haptic jammed in the cartridge tip, causing the cartridge tip to tear. There was no patient involvement/injury. No additional information was provided to abbott medical optics.